Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was not hospitalized prior to death. The spouse stated the patient was not on the hc device at the time of death and there were no alarms in the pd therapy performed and completed the date of the death. The cause of death (from the death certificate) was reported to be cardiopulmonary arrest, ventricular tachycardia, and diabetes. The spouse stated the patient was seen in the pd clinic the day prior to death and reported the patient's pd nurse changed the fill volume from 1,000ml to 2,000ml. Per the wife, the husband was showing signs of having a low pulse rate and labored breathing prior to death. The patient was reported to have died at home. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the death was not reported until after the device has been serviced, a complete device analysis could not be performed. However, the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported death. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The device passed both the homechoice return instrument testing evaluation (rite) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4) should additional relevant information become available, a supplemental report will be submitted.